Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the provided log files and inspiratory block valve test show that the inspiratory pressure is not the same as the blower pressure (blower 22.45mbar, insp 12.51mbar). Errors 3 and 4 are also being triggered. It was suggested to the customer that the inspiration valve be replaced. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alerted technical failure alarm 401 - "inspiration valve or device leaky" during ventilation. The technician found alarm 316 - "blower failure" after restarting the unit and checking for other failures. Furthermore, the patient was transferred to another device but no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue.an update was received from the customer that the issue was resolved with another blower. Root cause of failure was determined due to investigations performed on similar cases reported previously from this install base shows that the extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This inturn cause the blower damage due to overheating.